Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020(B)(6) h.6. Investigation summary a complaint regarding ref 76.3638 from lot 70891-1 because of loose closure plugs as well as flow issues. Initially we received a photo of a sealed set in its pouch with a detached plug. A device history review was conducted for lot number 70891-1. Additionally we received 30 samples from the same batch for investigation. When checking these for lose plugs, we could not find any. All samples were afterwards tested manually for tightness of the plugs as well as functionality of the back check valves. When taking the sets out of the unit packaging, two sets lost 1 plug each. When disconnecting the remaining plugs we discovered that around 5% were screwed on too lose. We were able to screw them off without this tiny bit of resistance necessary for a safe fit. We could not find any plugs connected in an angle and the remaining 95% were connected properly. When testing the flow we figured that all valves in all sets sent showed a regular function. No flow restrictions or even blockages were observed. Main cause: lose or lost plugs were not yet complained about with this set or similar configurations. Assembly is performed manually. Tightness is controlled by the operators themselves and by random sampling. The lose plugs were obviously caused by human error. The flow issues reported can only be tested with an original offending sample. We have had complaints about blocked pathways in 2017 which were significantly reduced in 2018 due to corrective actions taken. It is our understanding that the valve¿s lid re-connects with the body after the products reach their destination. They are all 100% tested during assembly for correct function against specification. These ¿blocked¿ valves can be re-opened when pressure is applied and they will function properly afterwards. Recurrence: the loose plugs are considered to be an isolated case and are unlikely to happen again. The blocked valves used for lot l70891-1 were manufactured in spring 2019, after the corrective actions taken. With this in mind we consider these to be rare incidents. Conclusion: the reasons for blocked valves were only assumed and could not be backed with offending sample. The complaint regarding lose plugs however is clearly caused by our manufacturing. H3 other text : see h.10.

Event description:
It was reported that the cyto admin 4 line set c110 experienced flow issues when used for infusion. The product defect was noted during use. The following information was provided by the initial reporter: c110 obstructed flow. During administration of chemo using infusion pump, the chemo is not flowing well halfway during the administration.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the cyto admin 4 line set c110 experienced flow issues when used for infusion. The product defect was noted during use. The following information was provided by the initial reporter: c110 obstructed flow. During administration of chemo using infusion pump, the chemo is not flowing well halfway during the administration.